Manufacturer narrative:
Upon review of alarm trace data, multiple abnormal aspiration alarms occurred on the day of the event. Other alarms observed on the day of the event include an abnormal ise standard concentration alarm and a calibration alarm. Calibration errors occurred on 07-jan-2025. The provided qc data showed successful results before and after the date of event. The field service engineer inspected all assemblies. The ion-selective electrode (ise) sipper, sipper tubing, pinch valve tubing, syringe seals, heat cut filter, vacuum diaphragms, vacuum air filter, and rinse nozzle tips were replaced. Mechanical checks were performed. Reagents were replaced and a fresh calibration was performed. Ise checks, controls, and patient sample cross-checks were performed. All checks were successful. No further issues were reported after the service actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for approximately 5 to 10 patient samples tested with the na electrode on a cobas 6000 c (501) module. The affected samples initially recovered values in the "150s" mmol/l. The samples were repeated on a second analyzer, resulting in values in the upper "130s" mmol/l to the lower "140s" mmol/l. The customer provided an example of one patient sample with discrepant na results. The sample initially recovered a na value > 150 mmol/l. A doctor questioned the high result, so the sample was repeated. When repeated on a second analyzer, the value was 138 mmol/l.